Event description:
It was reported that a power source alert 07 occurred while the customer was using tandem charging equipment. There was no reported impact to the customer¿s blood glucose level. Customer had not initially tried leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes. The technical support team instructed the customer to do so, and upon following these instructions, the pump began charging without requiring further assistance.